Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a percutaneous coronary intervention (pci) was performed on the right coronary artery (rca) lesion. An unspecified balloon catheter advanced to the lesion, however, the indeflator was unable to inflate the balloon catheter. Inflation was attempted 2-3 times, however was unsuccessful. Another indeflator was used in replacement. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.